Manufacturer narrative:
One used device sample was returned for evaluation. Visual inspection revealed the device was returned in the un-retracted position. No abnormalities or product faults were identified with the sample. Functional testing found the sample to operate as intended. When the device arm was pulled upon, the needle retracted into the locked position with an audible click, as intended. The reported product issue could not be duplicated during testing. As the returned products were confirmed to operate as intended, no evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that when the gripper needle was removed from use with a patient, the safety mechanism would not engaging over the needle. No adverse health effects reported in result of event.